Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the paramedics were called for the high blood glucose. The customer's blood glucose was 517 mg/dl at the time of incident. The customer's blood glucose was 141 mg/dl at the time of call. The customer stated that they were given IV drip to treat the blood glucose. The customer stated that they were off the insulin pump at the time of hospitalization for less than 48 hours. The insulin pump will not be returned for analysis.